Event description:
Treatment of a large aneurysm measuring 17mm x 5mm located in the supraclinoid segment of the left ica (internal carotid artery). On nov 14 2013, the patient underwent pipeline embolization treatment involving two pipelines (4.50mm x 14mm, qty. 2). The patient's anatomy was very tortuous. During the procedure, it was reported that the first pipeline could not be released from the capture coil (despite the pushwire being rotated ten times) and was removed from the patient. The second pipeline did not fully expand in the middle segment and was also removed from the patient. Dual anti-platelet therapy was given and the pru (p2y12 reaction unit) was 170. The patient is reported to be doing fine. Same event as MDR# 2029214-2013-00963.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).